Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the pace/sense terminal pin of this right ventricular (rv) lead was pulled off while pulling it from the old device. A new pace/sense lead was implanted and the old pace/sense pin was capped. The df-1 pins from this lead remains active. No adverse patient effects were reported. Additional information was received that a revision procedure was performed due to noise on the active rv lead, along with device migration. During extraction of this lead, the lead broke. It was determined that femoral access would be required to retrieve the remaining portion. The patient tolerated the procedure.